Manufacturer narrative:
Stryker evaluated the customer¿s device and found the battery was not fully engaged. After properly installing battery and tightening the battery pins as a precaution proper device operation was observed through functional and performance testing . The device was returned to the customer for use. The cause of the reported issue was determined to be the battery not being seated properly. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report their device turned itself off. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.